Event description:
Boston scientific received information that during a post operative follow up pacing failure was seen on this right ventricular lead. It was noted that sensing and pacing impedances appeared normal, although pacing thresholds increased since the implant. A lead dislodgment was suspected and confirmed upon opening the pocket. A repositioning procedure was performed. During the procedure a stylet was inserted into this right ventricular lead and it was noted that the lead easily disconnected from the device. It was noted that the device setscrew was not secure. This right ventricular lead was repositioned and fixated into the device header. The patient had touched the device thus the device was elected to be replaced to prevent an infection. The explanted device will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.